Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the needle 25x5/8 rb experienced a broken needle during use. The following information was provided by the initial reporter: material no.: 305122 batch no.: 8204577. Per distributor: dr stated that the needle was missing a component (a bevel), this was discovered after the needle was used on a patient (baby). Checked to determine if it was broken off and still with in the patient. Dr claimed the patient is fine and there was no additional medical treatment.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 25x5/8 rb experienced a broken needle during use. The following information was provided by the initial reporter: material no.: 305122 batch no.: 8204577. Per distributor: dr stated that the needle was missing a component (a bevel), this was discovered after the needle was used on a patient (baby). Checked to determine if it was broken off and still with in the patient. Dr claimed the patient is fine and there was no additional medical treatment.